Event description:
It was reported that the patient was septic. The implantable pulse generator (ipg) and two leads were explanted. The lead tips were sent for cultures. A temporary pacing lead was placed and connected to the externalized ipg for the short-term. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, implantable pacing lead, (B)(6) 2012; rvdr01, implantable pulse generator, (B)(6) 2012.(B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.